Event description:
In 2008, the reporter/health care professional contacted lifescan alleging that a one touch ultralink meter was reading inaccurately high. The rptr indicated that the alleged meter issue started approx seven months prior, in the morning time. As a result of the alleged meter issue, the pt reportedly took an increased dose of medication. It is not known what medication or dosage was taken, and what time the treatment was taken. According to the rptr, the pt developed symptoms of becoming unconscious and fractured his ankle about 30 minutes after the alleged meter issue began. The paramedics were reportedly contacted but it is not known if they tested the pt's blood glucose or provided any medical treatment. The pt was reportedly hospitalized and treated with a glucagon injection that same morning at 11:00 am. During the time of concern, the pt's blood glucose was tested on an ER/hospital meter and result of "34 mg/dl" was obtained. According to the rptr, she claimed that the pt was hospitalized because of his fractured ankle which was brought on due to vision problems related to his diabetes. During the hospitalization, the rptr indicated that a meter-to-other meter comparison was performed. The rptr reported blood glucose results of "191 mg/dl" with the lifescan meter and "99 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose result s exceeds the expected value of <=30% and/or <=30 mg/dl. It would have been helpful to know the following info: what reading the pt obtained the morning of the event, what medication(s) the pt took that same morning, if the medication(s) were based on the pt's meter reading, his testing frequency, and his diabetes mgmt regimen. In addition, it would have been helpful to know what if the pt ate breakfast on the morning of the event, what actions he took before and after developing the symptoms, if the paramedics tested his blood glucose, and if the paramedics provided any treatment. This complaint is being reported due to the following conclusion: the rptr claimed that the pt became unconscious after the alleged meter inaccuracy issue began. The rptr also alleged that the pt rec'd a glucagon injection and was hospitalized after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.